Manufacturer narrative:
No device analysis was performed; the device met risk-based analysis criteria. Additional review indicates that conclusion code no longer applies to the event.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v260968, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
Information was received from the company representative that reported the patient had the device removed several years prior to report as it was bothering her and they didn't want it. Follow-up is being conducted to determine was there a device concern or change in therapy, what were the circumstances that led to the device bothering them, and what symptoms were related to the issue. The patient was implanted for urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.